Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent perineorrhaphy on (B)(6) 2009 for dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia and scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent anterior posterior repair due to sui, cystocele, rectocele, and pelvic prolapse. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.